Manufacturer narrative:
H6: investigation summary: one 2420-0007 sample was received for investigation with residual fluid present; no packaging was received with the sample, however analysis of the laser ID from the smartsite component determined the possible affected lot number to be 20055863, 20055864 or 20055944. Additionally a 250ml baxter IV bag was received connected to the sample to assist the investigation. A visual inspection identified a small tear in the blue piston of the smartsite component. Pressure testing confirmed the customer's experience as a leakage was identified through the damaged piston. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the manufacturing process did not identify any potential sources for damage of this nature and a definitive root cause could not be determined. A review of the production records for lots 20055863, 20055864 and 20055944 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined, please note that accessing the smartsite component with a needle will cause a leakage back through the hole due to the smartsite piston not being able to reseal. The smartsite is intended for use with a flat-tipped male luer lock or luer slip only and should only be accessed with a needle in an emergency situation.

Event description:
It was reported that the as lvp 20d 2ss cv leaked at the valve site during the dopamine infusion. The following information was provided by the initial reporter: "upon entering patient's room, I noticed that the infusion dopamine set is leaking on the valve site. The infusion set was new and only hanged at (B)(6) 2021 at 2000hour. Then at 0130 am of (B)(6) 2021,upon entering the patient's room I have noticed that the dopamine infusion set (valve site ) was leaking."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d 2ss cv leaked at the valve site during the dopamine infusion. The following information was provided by the initial reporter: "upon entering patient's room, I noticed that the infusion dopamine set is leaking on the valve site. The infusion set was new and only hanged at (B)(6) 2021 at 2000hour. Then at 0130 am of (B)(6) 2021 ,upon entering the patient's room I have noticed that the dopamine infusion set (valve site ) was leaking."